Manufacturer narrative:
Conclusions: device investigation results are indicative of a broken coil wire likely due to inappropriate handling during initial surgical procedure e.g. Excessive bending of the device, which has led to device failure. As per received information, the recipient had no access to sound with the device at the first fitting. The detected damage is in line with the reported failure event. The stethoscope test performed whilst implanted supports this finding as well. This is a final report.

Event description:
At the first fitting the recipient was not able to hear any sound when the device was stimulated directly with the highest intensity. There were also no acoustic signals via the audio processor. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the first fitting the recipient was not able to hear any sound when the device was stimulated directly with the highest intensity. There were also no acoustic signals via the audio processor. The sound could be heard via the audio processor adapter.